Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that images successfully transferred from the imaging system to the navigation system. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the imaging system took a 3d spin ad it was transferring to the navigation system. The navigation system stated an error message "digital intercommunication of medicine (dicom) received, unregistered patient cannot receive." The procedure was completed using the imaging system and the navigation system. There was no reported impact to patient outcome. A manufacturer representative confirmed with the site that when the spin was happening, the anesthesiologist bumped the camera making the tracker out of the field of view (fov) of the camera. The site was able to complete a system checkout without issue.